Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis as it remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The valve gradient was elevated and a tavi procedure was performed with another manufacturer's tavi valve. Possible endocarditis was observed during the procedure. Postoperatively, the patient was reported to have been discharged and doing well.